Event description:
It was reported that during a laparoscopic cholecystectomy procedure, jamming occurred and the clip was not fed into the jaw properly. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 130 mg/dl and 476 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Evaluations results: customer's product was returned and investigated. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The readings the customer reported were not found in meter memory. This is a final report.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Note: the meter serial number (B) (4) is incorrect, therefore the device manufacture date is unknown. If the correct meter is returned, a follow-up will be filed to reflect the correct information.